Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, scope communication errors b30, e216, and scope error e315 occurred intermittently and interchangeably, and the endoscopic image disappeared temporarily. Error code e315 means that the endoscope is incompatible with the video system center, or the video system center or endoscope malfunctions.there was no report of patient injury associated with the event.

Manufacturer narrative:
The device was not returned to any of olympus locations. An olympus field service engineer visited the user facility and observed the device for two days, and found that an error occurred initially when connecting. The fse then checked by switching the power of the olympus video system center cv-190 multiple times and connecting the device to the cv-190, but found no issues. If the reported event occurs again, the device will be returned to olympus medical systems (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.